Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer on the main had failed cubie pockets with a read/write error message. A field service engineer replaced the retractor band and reseated the row board cable and ribbon cable to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a invalid cubie memory. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.